Event description:
It was reported that an asymptomatic patient presented in-clinic during follow up. The device was post paced t wave oversensing on the ventricular channel. The patient did not receive therapy during oversensing. The oversensing was noted on stored electrocardiograms. Programming changes were made during device check. The patient was stable throughout the device interrogation and will continue to be monitored.